Event description:
The following information was provided: surgeons were removing a removable hip prosthesis (restoration modular), which was stuck and a part of the body/stem separator instrument was broken when they attempted to separate the proximal from the distal part of the prosthesis. The instrument part broke at the same location.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.